Manufacturer narrative:
Evaluation statement: the reported event of a free flow event could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the crna set up the pump with the propofol tubing and had not connected it to the patient when he left the room briefly. When the crna returned to the room, he found a large puddle of propofol on the floor. There was no report of patient involvement.